Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the lens caught at the cartridge tip and that the pushrod protrudes the cartridge tip causing a crack. Lack of lubricant was observed in the device. The reported issue was verified. However, the condition in which the sample was received is consistent with a unit that was handled and prepared for a surgical process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge of a pcb00 20.5 diopter intraocular lens (iol) was defective because the cartridge broke while inserting the lens in the eye. No additional information was provided.